Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The trigger mechanism had been pulled back to the limit stop position. The system was clipped out of the performaxx grip proximally and protruded over the grip by 80 mm. The stent had been released and was missing. The inner catheter and filler material protruded from the tip 65 mm. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. Connecting or disconnecting a syringe with a male luer lock may lead to a leverage effect that levers the blue winged adapter out on one side and pulls it from the holding gripper. After this kind of accidental detachment the stent must not be released using the trigger mechanism any more. Any effort to clip the adapter back into the performaxx grip may lead to the premature and uncontrolled release of the stent. The information for use for this device states: "when using the multifunctional handle, the delivery system is used as supplied. When using the device without the multifunctional handle, the delivery system must be separated from the multifunctional handle before use." This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported the device failed to deploy during stenting of an upper extremity graft stenosis. It was discovered that the button was popped out of the back of the tuohy. The system was removed and another system was used successfully. There was no patient injury reported.